Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The coiled portion of the guidewire was observed to be slightly bent and curved, and a kink was observed between two coils about 1.5 cm proximal to the distal tip. No breaks were observed in the guidewire during tactile evaluation. A microscopic observation revealed the weld tip was present and intact. The core wire could be seen between the kink in the coiled wire. The use residue on the returned guidewire as well as the location and characteristics of the kink in the guidewire suggest the guidewire was most-likely damaged during use due to advancement against resistance, retraction of the guidewire against the bevel of the introducer needle, and/or patient anatomy. A lot history review (lhr) of recw1325 showed no other similar product complaint(s) from this lot number.

Event description:
The guidewire was found bent during insertion at x-ray in mid (B)(6) 2020. (B)(6) 2020- returned guidewire is kinked.